Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/1/2021. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: * when did the sutures break? They broke during the procedure while handling and using it on the patient. They tried with 3 sutures (the same code) and all three broke the same way. They then opened a competitor code to complete the procedure. Note: events reported via 2210968-2021-08980, 2210968-2021-08981, and 2210968-2021-08982

Event description:
It was reported that a patient underwent a CABG on (B)(6) 2021 and suture was used. During the procedure, the suture broke. A different type suture was used to complete the procedure. There were no adverse patient consequences. No additional information was provided.